Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lobectomy procedure, the device delivered an incomplete staple line. A like device was used to complete the procedure. There was no patient consequence.